Event description:
It was reported that the patient is deceased. The patient was brought to the emergency department (ed) via ambulance after being found on the floor at home unresponsive; CPR was initiated. In the ambulance asystole was detected on the electrocardiograph (ECG) resuscitative measures continued. In the ed asystole remained, resuscitation continued; after approximately one hour the patient was pronounced dead due to acute cardiopulmonary respiratory arrest and code blue with asystole. Information obtained further indicates the patient was seen in the same ed two days earlier with complaints of palpitations, fatigue, weakness, dizziness, and headaches. The patient had had a new pacemaker generator placed approximately seven months prior. The patient's pacing leads are competitive products. At that time the 12-lead ECG showed failure to capture (chamber not specified) "50% of the beats when [the patient] stood up." The patient desired to go home and was discharged from the ed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.